Event description:
A surgeon reported that, after insertion, the intraocular lens (iol) would not unfold. The haptic bent and stuck to the optic and could not be manipulated free. The iol was removed and another lens used. There was no patient injury associated with this event.